Event description:
Ous MDR - after an implantation period of approx. 56 months, a premature battery depletion was reported.

Manufacturer narrative:
The pacemaker was received for analysis. Upon receipt, the pacemaker was interrogated showing a warning message on the programmer indicating an elevated current consumption. Therefore, the pacemakers memory content was analyzed confirming this observation. The remaining battery capacity amounted to 10 percent. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. The therapy functionality was still fully functional. During the further course of the analysis the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies. The battery was found to be almost eri. Subsequent thorough investigations revealed a damaged integrated circuit, leading to an elevated current consumption draining the battery. The quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. In summary, the clinical observation resulted from a damaged integrated circuit. However, the therapy functions of the device were not compromised as the user was still timely alerted by a warning message. The manufacturing records document a flawless device production, particularly the current consumption was normal and expected. The date of occurrence was not determinable.